Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument the door is falling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is a door falling issue. Customer problem: the door is falling,won't stay open. The door will lock but it won't stay up all the time when the customer is loading/unloading trays. Door will not lock.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510k#: k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: a complaint of "door fall" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Door hinge and tension gap spring lever were replaced to resolve the issue. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument the door is falling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is a door falling issue. Customer problem: the door is falling,won't stay open. The door will lock but it won't stay up all the time when the customer is loading/unloading trays. Door will not lock.